Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a "wireless monitoring loss" message and all central station sectors went blue for over a minute. The device was in use monitoring multiple patients at the time the issue was found. There was no patient harm or injury.